Manufacturer narrative:
D4: corrected lot number updated from 4061841 to 5030741 d4: corrected expiration date from 5/31/2026 to 2/28/2027 d4: corrected primary UDI number from (B)(4). H4: corrected device mfg date from 6/18/2024 to 3/7/2025.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9: device available for evaluation from no to yes. H6: component code 4755 was removed. H6: type of investigation code 4114 was removed. H11: additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a prostyle device. Reportedly, two prostyle devices did not successfully puncture the vessel. A new prostyle device was used to achieve hemostasis. No additional information was provided.